Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber three piece foldable intraocular lens (elastimide®). (B)(4). H6: evaluation codes: method - (other) - lens work order search claim search by cartridge lot number results - (other): visual inspection of the returned product found piece of the optic is torn off and missing. There was evidence of clear surgical residue. A lens work order search was performed an no similar complaint was found within the same work order. A claim search by cartridge lot number was performed and no similar claim was found. . Conclusions - (no conclusion can be drawn): based on the complaint history, lens work order search, claim search by cartridge lot number and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation. (B)(4).

Event description:
The reporter stated a aq2010v three piece silicone lens got stuck in cartridge. The lens sprung back when attempting to insert. No patient contact. Further information has been requested but none has been forthcoming. A supplemental will be submitted when additional information is received.

Manufacturer narrative:
Conclusions: based on the complaint history, work order search, cartridge lot number search and the evaluation of the returned product, it was determined the root cause of this event was due to loading error. (B)(4).

Event description:
Additional information: the surgical tech that loaded the lens herself stated, as the lens was being primed, there was some resistance. The surgeon told the tech he did not want to use it and implanted the backup lens instead. There was no patient contact. The lens was loaded incorrectly. There was no malfunction.